Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
It was reported that during the preparation of the infuser, a leak of fluorouracil was found. The leakage could not be identified, and the manufacturer was asked to verify each of the leakage points. (Injector pump body: baxter / syringe injector connector: bd) * therefore, the function of the syringe injector connector part should be verified for any abnormalities.

Manufacturer narrative:
Injector and a non-bd syringe received by our quality team for investigation. Through visual inspection, no defects or issues observed. Functional testing was performed, connecting the injector sample to both a connector, and syringe per the instructions for use provided with the product, no issues or leakage were found. A device history review was performed for lot 2310008, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. These tests include visual inspections along with leakage testing and flow rate, all records were reviewed for the reported lot and results were found to be acceptable. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
Additional information: are photos or samples available? Yes, it will be attached soon. What was the mating component of the injector? Connected to the injector was a c35j. At the end of it was a baxter injector pump. Was there any harm to the patient/caregiver? (Detail) no.